Event description:
Left breast got very tender, hard and deformed shape. Implant was ruptured. It was removed 11/19/96. Per pathology report the envelope is ruptured and filled with a thick viscous material consistent with silicone. Diagnosis of ruptured silicone mammary prosthesis, sclerotic fibrosis with deposits of clear nonstaining material, histiocytic and granulomatous reaction with dystrophic calcification consistent with response to extravasated silicone.